Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The following sections were updated: part and lot identification is necessary for review of device history records, part and lot identification was not provided. Device is used for treatment. Surgical notes were not provided. Unable to review device history records as lot identification is unknown. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during the patient revision procedure, the tibial trial bent. Attempts have been made and no further information has been provided.